Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. Vascular access was obtained via radial artery. The target lesion was located in the mildly tortuous and heavily calcified left anterior descending artery (lad) a-section which was 18mm long with a reference vessel diameter of 3.00mm. The lesion was pre-dilated with a 1.20 x15mm non-bsc balloon catheter, a 2.25x15mm and a 2.75x15mm apex balloon catheter, and a 3.25x15mm nc quantum maverick balloon catheter. A 3.00x20mm promus premier stent was selected and advanced to treat the target lesion; however, the stent was stuck in the lesion and after withdrawal, the proximal stent struts were damaged. Another 3.00x20mm promus premier stent was placed with no problem. Final result was perfect. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Date of birth: 1938. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).